Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfilling was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with 5 bd vacutainer® 9nc 0.109m plus blood collection tubes the tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: tubes underfilling and using a mixture of eclipse needles and push button butterflies. When using the push button butterflies they prime the line with one bottle then changed the bottle once primed. They have had 5 in returned within a week.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd vacutainer® 9nc 0.109m plus blood collection tubes the tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: tubes underfilling and using a mixture of eclipse needles and push button butterflies. When using the push button butterflies they prime the line with one bottle then changed the bottle once primed. They have had 5 in returned within a week.